Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning as intended, and has not became no longer functional. Customer had elevated blood glucose (bg) level reaching over 300 mg/dl. Reportedly, elevated bg levels are due to the customer not counting carbohydrate correctly. Customer delivered a bolus to address elevated bg levels. Reportedly, the customer continued to use the pump for insulin therapy.